Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, during use in patient, the pacing filament on top of this swan ganz catheter was switched out. The catheter was inserted in the patient; however, it was not possible to place it. Therefore the customer removed it from inside of the patient and it was noticed that the pacing filament on the top of the catheter was switched out. Finally, replacing the catheter for another one solved the issue. Additional information was requested but unfortunately, it was not available .there was no allegation of patient injury. The device is available for evaluation.

Manufacturer narrative:
We received one bipolar pacing catheter d97120f5 with monoject limited volume syringe for examination. Visual examination was performed and the catheter body was found to be in good condition. There were no kinks or indentations observed. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed no open, intermittent or short conditions were observed from the distal or proximal electrodes. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.